Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in clinic follow up, oversensing leading to mode switching was observed on the right atrial (ra) lead. Provocative testing was performed and the lead oversensing was reproduced. Lead insulation damage was suspected but was not confirmed. A lead revision is planned. The patient was stable and will continue to be monitored.